Event description:
Codman disposable perforator stopped rotating and became stuck in the burr hole during a craniotomy. The perforator was removed from the burr hole but would no longer function. Customer is unable to identify the specific lot number of this device but believes it was cu812 or cu879. Refer to mfg medwatch report # 1226348-2002-0191, codman ref# 0200991c-2 for another codman disposable perforator that was involved in this event.